Event description:
Additional information was provided that this procedure was intended to be an upgrade to a bi-ventricular pacemaker; however, the physician was unable to cannulate the patient's coronary sinus. It was noted that the patient had very abnormal anatomy; therefore, an upgrade was not an option. The atrial lead was explanted and the previous device was reconnected. The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted there were three areas on the lead body in which the coils were deformed and stretched at 108 millimeters (mm), 113 mm, and 174 mm from the terminal pin. The stretched coils at 113 mm from the terminal pin were the most severely deformed. This damage was noted to have been consistent with induced damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead passed all testing with the exception of the stylet insertion test, which was not successful due to the deformed coils. Laboratory testing was able to confirm the reported clinical observations of a kink in the lead, as there were three areas of deformed coils, which laboratory technicians noted could have been described as a "kink" in the lead.

Event description:
Boston scientific received information that during a procedure, after opening the pocket, the physician noted a severe kink in this right atrial (ra) lead. The decision was made to explant and replace the lead. It was noted that the lead was functioning normally up to that point. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.